Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause for the pinhole at the forceps channel could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:due to clogging at forceps channel. A root cause for the foreign material events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since leakage has been confirmed, it is presumed that reprocessing was not completed properly. The pinhole at forceps channel event can be prevented by following the instructions for use which state: 4.3 using endotherapy accessories (warning) ¿if the insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. The pinhole at forceps channel and foreign material at the instrument channel events can be detected by following the instructions for use which state: 5.3: precautions for reprocessing (warning) be sure to perform a leakage test on the endoscope to avoid malfunction of endoscope due to water leakage. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions. The foreign material events can be detected by following the instructions for use which state: 3.2 inspection of the endoscope 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for cracks, dents, bulges, swelling, edges, scratches, protruding metal objects, protrusion, sagging, transformation, bends, adhesion of foreign bodies, missing parts, or other irregularities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a forceps channel pinhole with residual fluid or foreign material coming out of the forceps channel, foreign material at the distal end, foreign material at the nozzle, and foreign material at the forceps elevator. There was no patient involvement.